Event description:
Two I&d procedures were performed due to possible infection. Poly inserts were exchanged during the second procedure.

Manufacturer narrative:
Two I&d procedures were performed due to possible infection. Poly inserts were exchanged during the second procedure. Review of the device history record indicated that the device was manufactured to spec.